Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the finding of z-block has foreign objects the cause was not established. Additional failure of adhesive around objective lens has a chip, the presumed cause is: traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope z-block had foreign objects and adhesive around the light guide lens had a chip. There was no patient involvement.